Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and observed that it was causing the test device to deliver monophasic energy. The test device also displayed an "abnormal energy delivered" message. Physio determined that the cause of the observed issue was due to a damaged and cracked filter, designator fl29, on the therapy pcb assembly.

Event description:
The customer contacted physio-control to report a non-critical failure with their device. There was no patient use associated with the reported event. Physio-control evaluated the customer's device and replaced the therapy pcb assembly. Physio-control further evaluated the removed therapy pcb assembly and observed that it was causing the test device to deliver monophasic energy. The test device also displayed an "abnormal energy delivered" message. As a result, the device may have delivered the incorrect type of therapy to a patient.